Event description:
It was reported that a patient presented with device reset and a diagnostic issue noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.